Event description:
The domestic manufacturer determined the advantage system blood glucose monitoring device display contained missing segments. No adverse event reported. Request had been made for the return product and replacement product was sent.